Event description:
It was reported that a loss of telemetry monitoring occurred for 12 telemetry pts for approximately 15 minutes. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation is completed.